Event description:
It was reported that the due to the device interrogation noted a charge circuit timeout, as the device reached elective replacement indicator (eri) the charge circuit was unable to charge to full energy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.